Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they get a sting like feeling, similar to a bee sting, on their back side at times; this happens on and off. It was stated that they feel as though they get stung randomly, like a sting or jolt feeling. It was noted that this had occurred since implant. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that, as an action/intervention to resolve the issue, an impedance check was performed. A ¿small issue¿ 50 was seen on the combination of 0 and 1. The battery settings were changed from 0+ -2 to 1+ -2 -3. The patient felt the stimulation vaginally at 2 amps. There were no further complications reported or anticipated.